Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that etiology was updated to not related to the device/therapy, but related to the implant procedure; the incision site/device tract/implantable neurostimulator (ins) pocket was noted. It was also clarified that the device was not explanted, but instead, it was repositioned deeper on (B)(6) 2016. Implant site erythema was noted. No further complications were reported/anticipated.

Manufacturer narrative:
The device was implanted off label.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that on (B)(6) 2016, the patient reported pain so an examination was performed that resulted in the identification of red skin/erythema without an infection. The actions/interventions taken to resolve the issue included a revision of the implantable neurostimulator (ins) wound to implant the ins deeper on (B)(6) 2016; the event resulted in an in-patient hospitalization. The etiology was stated to be related to the device/therapy and related to the implant procedure; the incision site/device tract/ins pocket was noted. The event was noted to be resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the cause of the previously reported event was not found in the patient's medical report. No further complications were reported/anticipated.